Manufacturer narrative:
(B)(4).

Event description:
A micro-tear in the catheter was reported. It was revised on (B)(6) 2011. The existing catheter was aspirated of all the drug. Five mg/ml of the old drug was in the pump tubing and 2.5mg/ml of the new drug was in the reservoir. The daily dose was also brought down from 4 mg to 1 mg/day due to the catheter being cut so the patient had not been getting intrathecal (it) pain medications. The drugs infused via the device were morphine 5mg/ml to 2.5mg/ml, 1mg/day and bupivacaine, status current. Additional information has been requested, but was not available as of the date of this report.